Manufacturer narrative:
H.3. Evaluation summary: the reported event was confirmed. The cause of the loss of commumication was traced to low battery voltage that resulted form excessive current drain. The excessive current was caused by damage to the hybrid substrate in both the output section and in the charging cicuit. It was not determined how the transistors were damaged.

Event description:
During a routine follow-up, the ICD would not communicate. A ventritex field clinical engineer was called in and subsequent attempts to communicate were made without success. The decision was made to explant the device.